Manufacturer narrative:
The three set of g5 adult pads were received at zoll medical corporation for evaluation. The customer's report was duplicated and attributed to higher resistance of pads. The pads were scrapped and replaced to resolve the report. Analysis of the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.